Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it illegible and unusable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their glucose levels. The customer reverted to an alternate method for insulin therapy.